Event description:
It was reported that during a laparoscopic part liver resection procedure, the jaw of the device could not open after the first firing with white reload on hepatic pedicle. The surgeon tried many ways but still could not remove the device. Finally the surgeon used higher force to pull the tissue out of the jaw. The procedure was converted to open. Staple line and cut line were deployed and hand sewing was used to fix the staple line. The jaw of a articulating device could not open after the first firing with white reload on right hepatic veins. The procedure was completed successfully and now the patient is fine. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: what troubleshooting steps were used to open the device? Manual firing release lever was used but the jaw still could not open. Was the device fired plastic to plastic (handles)? Yes. Which device was stuck on tissue? Both. Please clarify which vessels were being fired on, hepatic veins or pedicle? First one was used on the hepatic pedicle of 7th hepatic segments, the 2nd one was used on right hepatic veins of the 2nd hilus hepatis. Did both devices have the same issue? Yes. The analysis results found that one ec60 device was returned with the handle shrouds separated which caused the internal components to loose their internal position. An ecr60w cartridge reload was loaded on the device fully fired. Upon further inspection of the device, a clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No functional test could be performed due to the condition of the device. However, it could not be determined what may have caused the found condition of the device. No testing could be performed to evaluate the event reported. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: what troubleshooting steps were used to open the device? Was the device fired plastic to plastic (handles)? Which device was stuck on tissue? Please clarify which vessels were being fired on, hepatic veins or pedicle? Did both devices have the same issue?